Manufacturer narrative:
The suspect device has not been returned for evaluation/investigation. The lot number was not provided. Therefore, a review of the device history record could not be performed. A follow-up report will be submitted when the device evaluation is completed. Evaluation, method - device history record could not be reviewed. Conclusions - a follow-up report will be submitted when the evaluation is completed.

Event description:
The rotator on the hemostasis valve broke during thrombolytic infusion. No harm or injury reported.